Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, displacement test, rewind and basic occlusion test. Unable to complete functional test due to prime anomaly. Scratched lcd window, cracked battery tube threads and broken reservoir tube lip noted during visual inspection.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 813mg/dl, and he was treated with an insulin drip. It was stated that the customer experienced nausea. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms when the infusion set was changed. The father stated that the customer was playing with snake magnets, which may have caused the alarms. The father requested having a loaner insulin pump while visiting other state. No further information was provided.